Event description:
Four days after the catheter was implanted, the machine showed e001.

Manufacturer narrative:
Error e001 confirmed with monitor. Dongle shells open, the micro-cable is broken under the electronic card. However, the shock absorber function (10 mm elongation) is compliant, no jamming or blocking of the micro-cable in the shell or under the card. The catheter has been functional for 4 days, the cable breakage is undoubtedly due to excessive and abnormal traction during use. User error.

Event description:
Four days after the catheter was implanted, the machine showed e001.